Event description:
It was reported that the patient underwent cesarean-section on an unknown date and suture was used. When the surgeon was suturing the uterus, the needle tip snapped. The surgeon tried to locate the needle tip but was unsuccessful due to the very small size of the needle piece. The wound, drapes and swabs were explored and the missing needle tip was not found. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.